Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that patient had suddenly been having a lot of movement problems. Patient stated that they used the patient programmer (pp) prior to the report and it showed the ins was off. Patient also left a message for the health care professional (hcp). Patient synced with the pp and stimulation was off. Patient was asked if they pressed the off button, and patient said did not think so but stated they might have accidentally pressed it. Patient was assisted to turn the ins back on, and they confirmed the pp was now showing the ins was on. It was reviewed for the patient to monitor symptoms now that the ins was turned back on, and to follow up with the hcp if the symptoms do not get better. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they did not know the cause of stimulation being off. Patient noted that turning stimulation back off eventually resolved the movement problems. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that their implant was turned off and patient was still having a lot of movement problems. Patient stated that their device says ok. Patient connected the patient programmer (pp) with the implant to confirm if the device was turned off. Patient reported seeing on/ok but only seeing a set of bars. Patient explained seeing on the left side 4.20, and on the right side 4.30, but in between that patient sees one set of bars. It was reviewed that patient was likely looking at the group patient was on, and patient was strongly advised to follow up with the health care professional (hcp) to discuss symptoms and the next steps to take. Patient noted that they would follow up with the hcp.